Event description:
After gamma3 surgery, it was found that the lag screw cut. Patient was revised to a bha. This case was presented at the symposium on (B)(6) 2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.